Event description:
Device malfunction: none. Symptoms/ae: left sided facial droop. Time of symptoms/ae: four hours after the procedure. It was reported that the patient had successful percutaneous transluminal angioplasty (pta) with a stent placement procedure in the (r) internal carotid artery. The patient developed a left sided facial droop four hours after the procedure, which resulted in prolonged hospitalization. The event started in 2006 and resolved four days later. The patient was discharged to home. No additional information was available.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a folow-up report when our investigation is completed.